Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the inner proximal set up joint (suj) and the outer pitch assembly to resolve the reported issue. The system was tested and verified as ready for use. Isi received the proximal suj and the outer pitch assembly involved with this complaint to perform failure analysis (fa). The proximal suj was analyzed and error 31221 was confirmed via the error logs but was not replicated in-house. The unit passed all the tests. A proactive replacement of the wire harness was performed. The outer pitch assembly was analyzed and the reported failure could not be reproduced. The unit was also able to be clutched and moved around its range of motion with no errors. A proactive replacement of the wire harness was performed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy, the customer experienced a non recoverable fault 31221. The customer contacted the technical support engineer (tse) for assistance who reviewed the system logs and confirmed the 31221 error on the universal surgical manipulator (usm) 3. The customer performed two hard reboots and confirmed that the blue fiber cables were fully seated, but the error remained. Tse asked customer if another da vinci system was available and the customer swapped out the patient side cart (psc). They powered on the system and it homed without any errors. The customer was able to proceed and complete the procedure robotically without any patient injury reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no issues noted during the setup of the system. The procedure had been in progress for about an hour when the issue occurred. The patient side cart (psc) exchange did not require any change to port placement or size. It is unknown if the patient experienced complications during or post-operative due to the psc exchange.

Event description:
Refer to h10/h11 for follow-up information.